Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient's system controller had an alarm that sounded muted like the battery was dying or dead. The nurse was also unable to check any settings on the system monitor. The battery was replaced and the system controller was reconnected to the system monitor. The alarm continued to sound muted, the lights were not flashing appropriately, and the settings were still unable to check on the system monitor. The patient was not symptomatic during the event. The system controller was replaced with the backup system controller. During the manufacturer's initial investigation of the returned system controller, it was found that the device would not operate a test pump. The log file data also contained pump stoppages.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation and reported event of the communication issue with alarms was confirmed. The returned system controller was connected to laboratory equipment and alarmed with incorrect (flashing) illumination of the visual alarms on the front panel on the device. The device was also losing communication with the test system monitor and was unable to operate a test lvad. The device was opened and the evaluation of the inner printed circuit board revealed damaged drive circuitry components (fuses). The log file was file contained pump stop events with elevated pump power values. The damage sustained to the drive circuitry components is consistent with an overcurrent situation that may potentially occur when a compromised percutaneous lead is connected to the device. A review of the device history records showed no deviations from manufacturing or qa specification that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.